Event description:
It was observed during the device evaluation that the video connector was worn out, resulting in a loss of image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by a loss of image due to a worn-out video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.